Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.